Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump came back and read that it was empty; however the patient had only gotten 6mls of a 150mls treatment over a 48 hour time period. It is unknown if there was a patient, or clinician injury associated with this occurrence. No further details provided at this time.